Manufacturer narrative:
Device evaluation follow-up #1 submitted 02/14/2017: the device was returned to animas and evaluated by product analysis on 2/13/2017 with the following results. Keypad cover is intact; ok button intermittent during investigation. Removed keypad cover; contamination under down/ok button contacts. Opened pump; keypad flex fully seated in closed connector. Display is dim/fading (pink). Crack between case seal & keypad cover; crack between case seal & display lens. Battery compartment crack at case seal below the bumper

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.